Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads upn: m365sc2408560. Model: sc-2408-56. Serial: (B)(6). Batch: 20865434/20908883.

Event description:
It was reported that the patient was experiencing inadequate pain relief. The patient underwent an explant procedure.